Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion in the circumflex coronary artery. A 2.5 x 15mm nc trek balloon dilatation catheter (bdc) was being advanced without resistance into an unspecified guiding catheter when the proximal shaft kinked and separated outside of the anatomy. The device was simply withdrawn and another nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation and the kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In this case, it is likely that the balloon dilatation catheter was inadvertently mishandled during advancement, such that the device becoming kinked and ultimately separated. The investigation determined the reported kink and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.